Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states there was a reservoir leak and there was fluid inside the reservoir compartment. The customer states there is no visible fluid in the pump now. The customer's blood glucose level at the time of incident was 103mg/dl. The customer states it may have been a faulty reservoir due to the compartment being full of insulin. The self-test was conducted on the device, and it was found to have passed. It appears the insulin completely saturated the inside of the pump and appears to have gotten down into the motor. The customer was advised to monitor the device.